Event description:
It was reported that during a pci procedure, the maverick otw catheter became stuck on another MFR's guidewire. The lesion being treated was 100% stenosed in an unk vessel. The maverick otw balloon catheter became stuck on the wire and was unable to be advanced. They were able to remove the catheter from the pt. The procedure was completed with another maverick otw balloon catheter. There were no reported pt complications. Pt status listed as "good."